Manufacturer narrative:
The technician found the CPR handle was sticking. The technician reset the CPR handle to repair the bed.

Event description:
Information received indicates when the head of the bed is raised up; it will automatically fall back down.